Event description:
Event description guidant received info that the pt with this pacemaker had a sycopal episode one hour prior to hosp admission. Upon presenting to the hosp, the pt's heart rate was 20 bpm. The surface EKG did not display pacing artifacts. The device was unable to be interrogated, therefore the physician elected to explant and replace the device. Once the pacemaker was explanted, it was able to be interrogated and the printouts indicated power on reset (por) had occurred. The pacemaker has been returned for analysis.

Event description:
The pt with this pacemaker had a syncopal episode one hour prior to hospital admission. Upon presenting to the hospital, the pt's heart rate was 20 bpm. The surface EKG did not display pacing artifacts. The device was unable to be interrogated, therefore the physician elected to explant and replace the device. Once the pacemaker was explanted, it was able to be interrogated and the printouts indicated power on reset (por). The pacemaker has been returned for analysis.